Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.022; lot: f-22249; manufacturing site: selzach; supplier: sphinx ag; release to warehouse date: july 27, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Material 440a and correct hardness (specification 50 0/+5 hrc), measured min. 50.3 hrc - max. 50.9 hrc is documented. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: the returned device was found to have a broken tip. This agrees with the reported complaint condition. The device shows signs of surface wear which does not impact the complaint condition. The broken fragment was not returned however, so it could not be confirmed if the fragment was embedded. Drawing/specification review: the drawings were reviewed during investigation. Dimensional inspection: the inner diameter of the tip was measured to be 3.38mm which is within the specification of 3.4mm +/- 0.05. Measured using vermont gage pin. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material/hardness review: the material was reviewed as part of the DHR review and was found to be conforming. No definitive root cause was able to be determined. It is likely that the tip of the device experienced excessive force. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no additional medical intervention performed to address the device malfunction.

Manufacturer narrative:
Patient¿s height reported as 5 feet 4 inches. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, during an unknown procedure, a portion of the tip of a cannulated stepped drill bit broke off while reaming the femoral head. The surgeon left the piece in the patient's femoral head. The procedure was completed successfully with no surgical delay and no need of a backup device. Patient consequence and outcome are unknown. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).